Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive touchscreen with visible hairline cracks on the display, consistent with screen damage, after normal use; the user synchronized data and attempted a restart via the mobile app, and a replacement was arranged. Symptoms included no injury or adverse physiological effects. Outcomes included device replacement and planned return of the original unit. Investigation included technical review of user reports and device history assessment. Investigation of this case revealed evidence consistent with physical screen damage rendering the touch interface nonfunctional. It was concluded that the device experienced a hardware failure of the display/touchscreen consistent with external damage, and replacement was warranted.